Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no nonconforminces were found. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump "stopped working during infusion". Mmdg followed up with the initial reporter and no adverse effects to the patient were reported, but no other information about the complaint was provided. (B)(4).